Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery to implant an unspecified bard/davol composix kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges general allegations against the bard/davol composix kugel hernia patch for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery to implant an unspecified bard/davol composix kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges general allegations against the bard/davol composix kugel hernia patch for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of kugel patch (device 1). Per op notes, ¿an incision was made between the anterior superior iliac crest and the pubic tubercle. The large hernia sac was identified and reduced. A kugel patch (device 1) was placed in the preperitoneal space and secured with sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of perfix plug (device 2). Per op notes, ¿the old incision was then opened. The hernia defect was identified and reduced. The edge of the mesh (device 1) was identified and skeletonized. It was noted superior medial to the hernia defect and folded in that area to expose that region. The hernia sac was completely reduced. A perfix plug was placed in the defect and secured with suture, superiorly it was sutured to the old mesh (device 1). The overlay mesh was then placed on top of this and anchored to the pubic tubercle with suture.¿ (B)(6) 2016 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of kugel patch (device 3). Per op notes, ¿an incision was made between the anterior superior iliac crest and pubic tubercle. A portion of the cecum was noted on the lateral wall of the cord and it was completely reduced. A kugel patch (device 3) was placed in the preperitoneal space and secured with suture.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k)# . Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (B)(6) 2010) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, e3, g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)#). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.